Manufacturer narrative:
Additional information: block b5 (describe event or problem) has been updated based on the additional information received on august 15, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 that were used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. The device was placed onto the endoscope. During the procedure, it was noticed that the bands did not deploy. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. Additional information received on august 15, 2024: it was clarified that only one speedband superview super 7 device was used in this procedure.

Event description:
Note: this report pertains to the first of two speedband superview super 7 that were used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. The device was placed onto the endoscope. During the procedure, it was noticed that the bands did not deploy. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.